Event description:
Following a cardioversion and for approximately 5 minutes after, no atrial or ventricular sensing was observed in either channel. The marker channels are showing apace & vpace but the egm's are flat. After approximately 5 minutes the sensing and egm's were back. The device remains implanted.

Event description:
Following a cardioversion and for approximately 5 minutes after, no atrial or ventricular sensing was observed in either channel. The marker channels are showing apace & vpace, but the egm's are flat. After approximately 5 minutes, the sensing and egm's were back. The device remains implanted.

Manufacturer narrative:
(B) (4) cardioversion.a response from the manfacturer is pending. Remains implanted.

Manufacturer narrative:
(B) (4). Cardioversion. A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. The files showed that discrepancies were visible in avb episodes and real time data files showed pacing markers while the intra cardiac signals were flat. In the follow-up a few days later, no anomaly was visible. Therefore, no final conclusion can be drawn. A follow-up has been recommended to be performed shortly to confirm proper device behavior. (B) (4): remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. The files showed that discrepancies were visible in avb episodes and real time data files showed pacing markers while the intra cardiac signals were flat. In the follow-up a few days later, no anomaly was visible. Therefore, no final conclusion can be drawn. A follow-up has been recommended to be performed shortly to confirm proper device behavior. Further analysis and thorough tests were performed for a similar case.

Event description:
Following a cardioversion and for approximately 5 minutes after, no atrial or ventricular sensing was observed in either channel. The marker channels are showing apace & vpace but the egm's are flat. After approximately 5 minutes the sensing and egm's were back. The device remains implanted.